Event description:
Per independent repair center statement, the manifold valve is not shifting. The key failure was sieve bed saturated, manifold and muffler clogged. Additional malfunctions heat exchanger, leaking; tie wrap, leaking; hose, leaking, tubing, clogged and alarming.